Event description:
Product analysis was completed on the patient's explanted generator. The reported "premature end of life (eol) indicator" allegations, were not duplicated in the pa lab. Results of diagnostic testing performed in the pa lab indicate that the battery status is at an ifi=yes condition. The battery is partially depleted, 2.774 volts (at ifi) as measured during completion of test parameter 7.16.10.2 of the final electrical test. The data in the diagaccumconsumed memory locations revealed that 80.219% of the battery had been consumed. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
It was reported that a vns patient had their generator replaced for near eos yes. The patient's mother reported that three months ago her child was seen and their battery had 50% remaining and early november and then reported her md told her it needed to be replaced. She did not understand why the battery drained so fast. The explanted generator has been returned for analysis and is pending completion. The patient was seen (B)(6) and their generator was at ifi yes. Battery less than 10%. Impedance 2437 dcdc 2. High duty cycle 1.50 ma / 30 sf / 250 pw / 7 seconds on time / 0.2 off time / 2.00 ma / 60 seconds on time /500 pw , 58% duty cycle.